Manufacturer narrative:
Trackwise #(B)(4). The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure h3 other text: device not returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6-investigation findings -device returned, h3- if other provide code -explain- device returned. The device was returned to the factory for evaluation on 01/03/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use evidence of blood was observed on the unraveled seal, which indicates an attempt was made to remove the device from the aorta. The seal and tension spring assembly was returned outside the delivery device. The seal was observed to be in an unraveled state, detached from the tension spring assembly, however, the tension spring assembly was in intact without the blue tension string being cut no visual defects were observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety off, which allows for the white plunger to be depressed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.225 inches ((B)(6)). The length of the delivery tube was measured at 2.49 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal does not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.